Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, when the shunt sensor was being unpacked, a leak was found. *no patient involvement as this occurred during setup, *product was changed out, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 28, 2018. (B)(4). The returned sample was visually inspected upon receipt, and found to have no buffer or anomalies in the unit. The unit was pressurized with air (as received) up to 1030 mmhg, submerged in a water bath, and found to leak. The large blue cap was then loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted again from the large blue luer cap while attempting to hold the 1030 mmhg pressure after approximately 10 seconds. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air up to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leaks were noted on the retention sample. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.